Event description:
It was reported that the patient attempted to correct elevated blood glucose by entering multiple meal announcements and, after a supply change, the pump temporarily withheld insulin delivery; the patient was educated that using meal announcements as corrections is off-label and can lead to maladaptive system behavior that limits correction dosing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper method, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.